Event description:
Pt with a post-transplant aortic aneurysm, had a 5mm asd device implanted in 2005. The device worked to stop a leak, but 3-4 days later another leak developed. A week later, a 6mm asd was also placed for closing of an ascending aortic pseudoaneurysm. The pt subsequently died a month later due to sepsis and multiorgan failure. The physician stated he thought the aneurysm was probably infected and that was the cause of the subsequent leaks. In principal, the device worked.

Manufacturer narrative:
See MFR report # 2135147-2006-00015 for the 5mm asd device. Review of the reports by a medical professional resulted in the following findings: access to the pseudoaneurysm was obtained from the anterior chest wall twice, and 5 and 6 mm aso devices placed on two separate occasions. Although the devices were successfully placed and occluded the communications they were placed in, and did not embolize, new communications continued to develop. There was also poor tissue integrity noted at the cutaneous access sites. Continued development of communications with the aorta likely related to infection and sepsis. Patient's ultimate death was probably the result of sepsis and unrelated to the devices or procedures. The amplatzer septal occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the occlusion of atrial septal defects (asd) in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration.